Manufacturer narrative:
Physio downloaded the electronic records from the customer¿s device and was able to confirm that their device experienced inappropriate loss of power.

Event description:
The customer contacted physio-control to report that their device powered off by itself three times during a patient event. The customer advised that the device powered after taking an nibp reading and obtaining a 12 lead. This issue is patient related; however there was no adverse patient outcome reported.

Manufacturer narrative:
Physio-control contacted the customer to request additional information on the patient. No response has been received from the customer. Physio-control evaluated the customer¿s device but was unable to duplicate the reported issue. After other unrelated repairs were completed, proper device operation was observed through functional and performance testing and the device was returned to the customer for use. The cause of the reported issue could not be determined.

Event description:
The customer contacted physio-control to report that their device powered off by itself three times during a patient event. The customer advised that the device powered after taking an nibp reading and obtaining a 12 lead. This issue is patient related; however there was no adverse patient outcome reported.